Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A dist contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014 while at home. The lifevest treated the pt at 11:25:39. The rhythm at the time of the treatment was atrial fibrillation (150 bpm) with motion artifact. The atrial fibrillation and motion artifact contributed to the false detection. The pt was conscious at the time of the event but did not use the response buttons prior to the treatment. The pt continued to use the lifevest and stated that he would contact his physician.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 04/2012 - reuse. Electrode belt (B)(4): 06/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.